Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation or vigilance reporting.

Manufacturer narrative:
This supplemental report is being submitted to provide corrected data and additional information. Please see updates fields: d2,d3,g1, and g4.

Event description:
The customer reported a false negative result with the binaxnow covid-19 ag self test. Repeat testing was not performed. Confirmation testing generated positive results (CT values not provided). The customer stated the patient was symptomatic and developed pneumonia. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.